Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive contamination as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive contamination. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.109m plus blood collection tubes the tube was discovered to be contaminated with edta. The following information was provided by the initial reporter: we seem to have a possible issue with a bd citrate tube being contaminated with edta ¿ the nurse who took the blood is adamant that she has not taken an edta or poured the sample from an edta into the citrate tube but there is clear contamination.